Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID :97754, serial# (B)(4), product type recharger. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. The patient reported that their implantable neurostimulator recharger (insr) had a frozen screen while they were using the antenna locate. The steps to reset their recharger including unplugging the recharger from the ac power source, using a small flat head screwdriver to remove the plastic antenna cover, and inserting a small pin/paperclip into the reset hole were reviewed with the patient. The patient confirmed that they felt the reset button depress/release and saw the splash screen. The issue was resolved at the time of the report. The patient also noted that their pain returned suddenly and their battery was run down. No further complications were reported/are anticipated.